Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: hs-incision enlarged attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when implanting the preloaded monofocal intraocular lens (iol) there was some resistance, but the iol was implanted in the patient's eye. A linear scratch was made in the center of the iol, due to the indentation by the plunger rod during implantation. Since it was considered to affect the patient's visual function, the iol was removed with a cut and another iol was implanted. When the iol was removed from the patient's eye, the incision was slightly enlarged to 2.4 mm. No other medical intervention was required. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 9, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and found the cartridge and cartridge tip displayed damage and the plunger rod tip was bent in a way that occurs during shipping. Viscoelastic residue was distributed throughout the length of the cartridge. The lens module was inspected, and no damage or viscoelastic residue was identified. The lack of damage in the lens module indicates the plunger rod damage occurred after advancement. The lens was cleaned and inspected and was cut and a quarter of the lens was removed from optic body. A portion of the removed quarter had the haptic cut and portion missing. In addition, the photograph provided by the customer was evaluated. The photograph shows the complaint lens implanted in the eye and the optic can be observed to have scratch-like damage. The complaint issue "cosmetic issues" and "plunger rod issue" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.